Manufacturer narrative:
Qc was within specifications. System check performed in 2007, after the event, was within specifications. The samples were collected in bd, 5ml lithium heparin tubes with gel and centrifuged at 3,000 rpm for 10 minutes at ambient temperature. The specimens were sampled from the primary tubes. Sample a was stored at 2-10 degrees c prior to repeat testing. A field service engineer was dispatched to the customer' lab in 2007: the fse conducted hardware verification protocol and all testing passed within specifications. The fse indicated that the customer's centrifuges were spinning at incorrect rcf. Pre-analytical sample handling was discussed with the customer. Pre-analytical factors may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generated by the unicel dxi 800 access instrument. A patient sample was tested for accu tni and a result of 2.96ng/ml was obtained. The result was reported out of the lab and questioned by a pathologist. The customer re-tested the original sample for accu tni and the repeated result was 0.02ng/ml. On the same day, a fresh sample was collected from the patient and tested for accu tni. The initial result was 0.02ng/ml and 0.01ng/ml upon repeat. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.